Manufacturer narrative:
All available information was investigated, and the reported clip open while locked was unable to be replicated in a testing environment. Additionally, a corroded actuator coupler was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of reported clip open while locked (cowl) was unable to be determined. The observed corroded actuator coupler seems to be due to residual saline solution left in the device from the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The fully deployed clip can be seen with no delivery system in view indicating the image was taken post deployment. The clip arm angle appears to be ~30°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent the clip is opened beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image.¿

Event description:
N/a

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet and a dilated left atrium. It was noted that after lock line removal during the deployment process, the clip opened from closed to 50-60 degrees. The physician decided to deploy the clip and conclude the procedure. The mr grade was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.